Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that the on off toggle is not making a secure connection, chair will move spastically.